Event description:
The customer reported a falsely depressed alinity I total psa result generated on the alinity I processing module. The doctor was inquiring about the total psa measurement of an 82-year-old male patient suspected of having prostate cancer and receiving monthly follow-ups since (B)(6) 2025. The previous results were around 2.5 ng/ml every month. The following data was provided: on (B)(6) 2026, sid (B)(6): initial total psa result = 0.000 ng/ml. On (B)(6) 2026, repeat total psa result = 0.001 ng/ml (result obtained by thawing a frozen sample collected on (B)(6) 2026). The customer stated the doctor has not made any changes to the treatment. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p92-22 that has a similar product distributed in the us, list number 7p92-21/-31 , with 510k/PMA/bla number p910007.